Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. Customer¿s blood glucose level ranged from 110-117 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.